Event description:
It was reported the screen goes black during use.

Manufacturer narrative:
It was reported that the screen went black during use. Reportedly no injury or serious impairment in state of health of the patient occured - the issue was internally reported and handled by the hospital, there was no contact or involvement of draeger. No further information about the event and follow-up actions could be obtained. Due to the very little information the manufacturer is not able whether to confirm a potential device malfunction nor a clear cause of the reported "black screen" - so, no conclusion could be drawn. The operation of the ventilation unit is not affected by a display malfunction. Further the root cause can be manifold, e.g. Power failure due to mains failure. Due to insufficient information no assessment of this case is possible. H3 other text : device not available for investigation.